Event description:
Neulasta onbody device placed on patient prior to leaving infusion center. Placed to patient's left upper arm which is an approved area of administration per manufacturer. Overnight malfunction of adhesive, patient found device had fall off in her sleep. Required return to clinic for neulasta injection the next day.